Manufacturer narrative:
Company rep evaluated the unit and verified the reported problem. Corrections included replacement of the unit's co2 module. Unit was safety tested to factory's specs.

Event description:
Customer reported passport 2 monitor, which may have affected co2 monitoring. No pt injury was reported.